Event description:
It was reported that prior to starting a da vinci si surgical procedure that the two release buttons on the side of the blue housing on a monopolar curved scissors instrument were not clicking and were loose. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Upon visual inspection, the instrument levers showed no signs of damage or loss of functionality. No damage was found on the blue housing. The instrument was placed on a system and recognition and engagement passed on multiple attempts. The instrument levers were pressed and the instrument was removed from the arm without issues. Additional observation not reported was pad printing removed at the tube extension. Several areas of the orange surface had material missing. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing removed,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.